Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the battery for the implantable neurostimulator is dead and not charged. It had been over a month since the patient had charged or used the implantable neurostimulator because the patient was in so much pain. It was noted that the patient¿s implantable neurostimulator had not worked since they put it in. The patient noted that they just want the implantable neurostimulator taken out. It was also mentioned that it hurts the patient to use it and hurts the patient when she charges it. The implantable neurostimulator ¿hasn¿t done her any good.¿ the patient was able to charge the implantable neurostimulator and saw MRI full body eligibility on the patient programmer. The patient was looking to switch over from spinal cord stimulation to a pump. There were no further complications reported or anticipated.